Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and an associated nonconformance was found. The nonconformance will be handled through mentor's quality system. Reason for device explant and/or reoperation: n/a. FDA correction/ removal reporting no.: (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate plus profile 600cc saline prosthesis experienced capsular contracture and deflation unilaterally on an unknown side post procedure. The deflation was confirmed through magnetic resonance imaging. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two serial numbers were provided, however, the one belonging to the impacted product could not determined.

Manufacturer narrative:
Additional information was received on may 11, 2023. The side of the event was clarified to be left. The serial number is (B)(6). Additional information was received on may 23, 2023. The patient is a 65-year-old caucasian female. Manufacturer¿s reference number: (B)(4).